Manufacturer narrative:
No specific sample information was provided. No sample issues were noted. Qc for triglycerides was within acceptable limits at the time of the event. A field service engineer (fse) was dispatched for this event. The fse performed troubleshooting and replaced multiple hardware parts and performed all necessary alignments. The fse also performed a system check and carryover test which both passed within instrument specifications. The customer performed calibrations and qc without any errors. Issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low triglyceride results that were reported out of the laboratory generated by the unicel dxc 800 pro synchron chemistry analyzer. Upon repeat, the results yielded within normal range. Customer indicated that no affects to patient treatment occurred.